Manufacturer narrative:
Updated.

Manufacturer narrative:
(B)(4) UDI information: bxal085902a ((B)(4). Additional device: bxal085902a (B)(4). Concomitant product(s). Bxal085902a, lot # 16602489, was also investigated since it is not known which device was used on the left side. Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following details were reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and bi-lateral common iliac artery aneurysm¿s and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure well. Later this same day it was reported that the patient was unable to move his left foot and underwent an emergent thomboembolectomy and colonic resection for an ischemic bowel. The patient tolerated the procedure on (B)(6) 2018 the patient underwent implant of new a right arterial line as he was experiencing hypovolemic shock and septic shock. The patient tolerated the procedure. On (B)(6) 2018, it was reported that the patient expired. The cause of death is unknown. All gore devices were reported to have performed as intended.